Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was completed by moving the patient into another room. Upon onsite visit, the philips field service engineer (fse) inspected the system and confirmed that the geometry computer's power supply had failed. It was identified that the pc didn't start up because the voltage was unstable. Analysis of the system log file confirmed malfunctioning geo-pc. To fix the problem, the fse replaced the faulty geometry pc, reinstalled the operating system and application, and addressed the mechanical issue by loosening the relay in the mpd with a large screwdriver. The defective geometry pc was returned to philips for further analysis. The analysis confirmed the malfunction of geo pc and identified the power supply unit was non-functional. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the power supply for the geometry computer failed. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.